Manufacturer narrative:
Unit received with intermittent up button response due to flattened keypad dome. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcdwindow. J2 keypad connector was closed properly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's top button was not responding properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.